Event description:
It was reported that pericardial effusion occurred. This was a suspected result of the patient's right ventricular (rv) lead having perforated. Bacterial infection also occurred. The patient's rv lead was explanted and replaced; no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).